Manufacturer narrative:
The customer contacted product support and requested for service repair. The biomedical engineer reported that the issue was discovered during setup for patient use. The biomedical engineer replaced the touchscreen to address the reported issue. The biomedical engineer reported that the part has already been discarded; therefore, no part is returning for investigation.

Event description:
The customer reported that the screen on v60 is gone out/can not get to alarm screen. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6).